Manufacturer narrative:
The single-use device was received for evaluation. A visual inspection was performed and noted particulate matter inside of the needle syringe. The calcium chloride vial and the pm inside the needle syringe were both inspected under a microscope. The pm inside the needle syringe was of similar color, texture, and shape as the missing segment from the calcium chloride vial stopper puncture site. The cause of the condition was determined to be stopper coring; however, the cause of the stopper coring could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. During evaluation of a floseal device, particulate matter was noted inside the needle syringe. There was no patient involvement. No additional information is available.